Manufacturer narrative:
Explant date: if explanted, give date: not applicable, lens not explanted. Initial reporter phone number: (B)(6). (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis itec preloaded 1-piece monofocal intraocular lens (iol), model pcb00, was loaded/prepared according to the instructions provided. Following the stage of moving the rod forward so that the solid line is engaged, the surgeon continued to push with a downward force whilst rotating the plunger. The resulting lens "torpedo''d" out of the injector into the vitreous space. The surgeon reported he did not hear the perceived click that he was familiar with and assumed it was engaged. It is this reason why he pushed and rotated the plunger simultaneously. Also, he did not pull the plunger to see whether it was engaged. As a result, extra pressure was exerted on the plunger causing the lens to migrate forward into the capsular bag with extra speed. There was no incision enlargement. There is a planned explant, and reportedly a vitrectomy will be performed. The patient's sight is poor, their ability to do daily tasks has been affected, and they have been advised to not drive until an iol is implanted in the right place. No additional information was provided.